Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump was constantly beeped. No harm requiring medical intervention was reported. Troubleshooting was not performed .the customer will discontinue the use of the device

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. Successfully downloaded history files, traces, and utilized carelink software using thus. No audio anomaly noted during testing. In further full review in the pump memory/history found multiple: pump error 43 on the event date of 07/24/2022 21:57:52.000 to 07/24/2022 22:00:13.000. Pump error 4 (esf# n/a, file number = 32122, and line number = 2727) on event date of 07/24/2022 18:11:01.000. Stuck button alarm on event date of 07/24/2022 22:10:10.000. Failed batt/battery failed alarm on (B)(6) 2022 22:23:29.000 to 23:02:25.000. No unexpected battery alarms/alerts during testing. No stuck button alarm was noted during testing. No pump error 4/43 alarm during testing. The motor was tested outside of the device on the ngp stb3 due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. Test p-cap / reservoir locks properly into place during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Audio anomaly and flashing screen/missing segments/partial display not confirmed during testing. Pump error 43 was confirmed due to moisture damage on the motor. Pump error 4 was confirmed, problem isolated to the electronic assembly. Stuck button alarm was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.